Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon initial inspection, the fse found that the system booted up in clinical operation mode rather than alternate power-up mode when attempting to power on in alternate power mode. After reviewing fault logs, fault 53 was found on 6 occasions. As service manual suggested, the executive processor board was replaced. The fse also replaced the pressure transducer which was replaced to fix the reported issue. The fse then performed a pm, full calibration, and tested the unit. The unit passed all functional/safety testing. The fse allowed the iabp to run for 2.5 hours at 120bpm and was then unable to duplicate a system over-temp alarm. The unit was then returned to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) over temperature. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.